Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(4). The sterile packaging had inside a foreign body (maybe a hair or a wire). The procedure was done by using a new analogue device. Repository number: (B)(4).